Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 24-sep-2018. It was reported that shaft damage occurred. The 85% stenosed, 32x3.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. The lesion was predilated. A 32x3.50mm promus premier stent was selected for use. However, during preparation it was noted that the shaft was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and partially expanded. Promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis with what appeared to be dried blood present along the shaft. A visual and microscopic examination of the crimped stent identified that the stent was damaged and partially expanded. The balloon was reviewed and no damage was noted. The balloon folds were not in their original tightly folded position. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion identified no issues. A visual and microscopic examination of the tip found no tip damage. No other issues were identified during analysis.